Event description:
While using the lyons dissecting forceps in a surgical procedure, the tip broke off and fell into the patient. The tip was recovered with no patient harm. Another like device was used to complete the procedure.

Manufacturer narrative:
Jaws are intact, not broken as reported. The hub is fractured which caused the jaws not to be opened or closed. This type of failure mode has been attributed to excessive force being applied to the distal end of the dissector by the user.